Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor was unable to scan after de-casing a further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck; cracks were observed near the asic (application specific integrated circuit) and the surrounding areas. The returned sensor was scanned on the evm (evaluation module). However, the scan failed. The damage observed on the pcba is preventing the evm from communicating with the returned sensor thus smu (source meter unit), poise voltage and temperature test are unable to be conducted. It was determined that the damage on the pcba, which occurred during de-casing, is the reason for the returned sensor being unable to scan. Ultimately, the damaged asic traces are preventing the evm and returned sensor from communicating thus further tests are unable to be conducted on the returned sensor therefore, this issue is unable to test. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 106 mg/dl, 100 mg/dl, 100 mg/dl, 110 mg/dl compared to readings of 208 mg/dl, 220 mg/dl, 208 mg/dl, 220 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 106 mg/dl, 100 mg/dl, 100 mg/dl, 110 mg/dl compared to readings of 208 mg/dl, 220 mg/dl, 208 mg/dl, 220 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.